Manufacturer narrative:
The device will reportedly not be returned to cardiac surgery for investigation. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the investigation is completed. (B) (4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro short port balloon popped . One piece fell into the pt and was retrieved through the original incision. A new kit was used to complete the procedure. The hospital reported no pt effects. The product is not returning, as it was discarded.